Event description:
It was reported that this patient was admitted to the hosptial due several episodes of anti-tachycardia pacing (atp), shock, due to ventricular tachycardia (vt). During interrogation of the implantable cardioverter defibrillator (ICD) device, the right ventricular (rv) lead exhibited a significant jump in pacing impedances from 405 ohms to greater than 3,000 ohms, then back down to 400 ohms, then back up to greater than 3,000 ohms for a couple days. The rv lead also has exhibited a significant rise in thresholds trends 4.0v@0.4ms. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data from the latitude website. Ts provided recommendations to perform lead integrity testing, pocket manipulation, posture changes/isometrics, x-ray imaging. This rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.